Event description:
It was reported to boston scientific corporation that a contour ercp cannula was intended to be used in a procedure. The exact procedure date was unknown. During preparation, it was pointed out before opening the package that a hair was noticed in between the outer packaging and the inner device pouch. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device. Block h11: the returned contour ercp cannula was analyzed, and a visual evaluation was performed however, the outer bag of the product was not received, and the hair reported between the product package and outer bag could not be confirmed. Additionally, media inspection revealed an image shows a hair in the bag of the contour cannula. No other problems with the device were noted. Based on all gathered information, the outer bag was not returned for analysis and the reported contamination between the product package and outer bag could not be confirmed due to lack of evidence. Since the investigation findings do not lead to a clear conclusion about the cause of the reported events, the most probable cause of the event cannot be established.

Event description:
It was reported to boston scientific corporation that a contour ercp cannula was intended to be used in a procedure. The exact procedure date was unknown. During preparation, it was pointed out before opening the package that a hair was noticed in between the outer packaging and the inner device pouch. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.